Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced difficulty breathing, pain in upper stomach and chest, and an ambulance was called by the spouse. Before the paramedics arrived, the patient was given insulin by the spouse, the cgm was reading 300 mg/dl at that moment and no fingerstick was taken. When the paramedics arrived a fingerstick was taken and the cgm reading was 288 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was brought to the hospital at 01:00pm. At the time of the report on (B)(6) 2025, the patient was still at the hospital in stable condition and no treatment details were reported. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.